Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera power supply was evaluated and calibrated to the optimal operating voltage. All workstation video connections and related pcb assemblies were also reseated during the service event. The system was tested and found to be working as intended and returned to service.